Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 2940521m, 510k # k033926 was cleared in the united states. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient was undergoing a plif case using interbody devices. The surgeon felt that one of the devices was placed too far anteriorly, but could not retrieve the device. An x-ray taken intraoperatively showed that the device had slipped forward past the anterior longitudinal ligament and was unable to be retrieved. The surgeon implanted another interbody device into the disc space uneventfully. The surgeon reported that no adverse events occurred and he will continue to monitor the patient post-op.